Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 648 mg/dl. Contact reported customer's bg had a tendency to elevated, but as the customer encountered difficulty filling the non-tandem syringe during the cartridge loading sequence, customer's bg elevated. A correction bolus was delivered via pump to address bg. Recommendation was made for customer to discuss event with their healthcare provider.